Event description:
It was reported that during the procedure to treat a lesion in the left anterior descending coronary artery, a 3.25x18 rx xience xpedition stent delivery system (sds) was advanced to the lesion without issue. When inflating the balloon, it was noted the stent was not on the balloon. The sds was withdrawn from the anatomy without issue. Although no resistance had been noted when removing the protective sheath and stylet during unpacking, the stent was found dislodged inside of its protective sheath. Another same size rx xience xpedition was unpacked and used successfully to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, xience xpedtion sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.